Event description:
It was reported that shaft break occurred. The patient underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the calcified left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the shaft break while putting the stent distally. The device was pulled and removed intact from the patient's body. The procedure was completed successfully and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy ous mr 2.25 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and there were no signs of positive pressure applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. Damage was noted in hypotube lasercut region (10cm distal from the exchange port), the laser cut appeared damaged and broken at this site but the shaft had not separated. A visual and tactile examination of the outer and mid-shaft section found that the mid-shaft extrusion above the site of the lasercut damage had been damaged and punctured by the damaged lasercut, however the mid shaft extrusion had not separated.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the calcified left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the shaft break while putting the stent distally. The device was pulled and removed intact from the patient's body. The procedure was completed successfully and there were no patient complications reported. It was further reported that the stenosed target lesion was 80% located in the moderately tortuous and moderately calcified left anterior descending artery. The procedure was completed with another of same device.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the calcified left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the shaft break while putting the stent distally. The device was pulled and removed intact from the patient's body. The procedure was completed successfully and there were no patient complications reported. It was further reported that the stenosed target lesion was 80% located in the moderately tortuous and moderately calcified left anterior descending artery. The procedure was completed with another of same device.